Event description:
It was reported that the patient's insertable cardiac monitor (icm) was explanted due to infection. A new icm device was implanted in the patient as a replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report (1): no product analysis could be performed since the device was not returned. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) was explanted due to infection. A new icm device was implanted in the patient as a replacement. No additional adverse patient effects were reported. No product analysis could be performed since the device was not returned. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.

Manufacturer narrative:
Follow up report (1): no product analysis could be performed since the device was not returned. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.follow up report (2): the complaint device was returned to bsc, based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. Based on the results of the investigation, no escalation is required. There are the product analysis results: visual inspection noted no anomalies on the icm, the security keys were scrubbed, a memory dump was performed, battery diagnostics were downloaded and found to be normal and device was put through a series of automated testing that verified sensing and device functionality. Lcm.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) was explanted due to infection. A new icm device was implanted in the patient as a replacement. No additional adverse patient effects were reported. The icm was returned for analysis.